Manufacturer narrative:
(B)(4). A philips field svc engineer was onsite for servicing and found this defibrillator to fail in testing, where it was not able to discharge. The philips repair bench evaluated the device and no trouble was found. The device passed all performance assurance tests and was returned to the customer. Philips is unable to confirm that a malfunction occurred. Because the problem could not be recreated the cause could not be determined.

Event description:
A philips field svc engineer was onsite for servicing and found this defibrillator to fail in testing.